Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the avc-x component was not able to boot up as intended; no image was able to be populated on the monitor. The technician rebooted the avc-x component, tested the function and operation of the monitor and hexavue ip custom room rack, confirmed them to be operating to specifications and returned the devices to service. No additional issues have been reported.

Event description:
The user facility reported that a monitor connected to their hexavue ip custom room rack would not display patient vitals. The event did not occur during a patient procedure. No report of injury.